Manufacturer narrative:
Insulin pump passed the self test, displacement test and active current measurement. However, the pump failed the sleep current measurement due to a problem isolated to pcb1. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received replace battery alarm. The customer¿s blood glucose level was 150 mg/dl. The customer was assisted with troubleshooting. Customer reported this was the occurrence of replace battery alarm with low battery alert based on previous troubleshooting for low battery. The customer was advice to discontinue the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.